Event description:
It was reported that during a pta treatment procedure involving a lesion in the left popliteal artery, the double ranger balloon was suspected to have a pinhole rupture on the initial inflation. (The number of atm's reached on the initial inflation is unknown). The pt was asymptomatic during this event. The double ranger balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 6f/40 cm balkin introducer sheath, a 0.014"/300cm ironman long guidewire, and a 5f/100 cm angled/tapered guide catheter were also used in this case, but which inflation device was used are unknown. The procedure was successfully completed. Pt status is reported as 'good'. No add'l info is available at this time.